Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a repositioning attempt during the implant procedure, it was very difficult to advance the stylet down the lead and it was unable to be advanced. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that blood was obstructing the distal conductor at 10 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.